Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging hypoglycemia of 39 mg/dl while on insulin pump therapy. The reporter stated that the pump had the am ¿ pm designation set incorrectly and the patient reportedly did not know how to change it. The reporter stated that it is unknown how long the incorrect time setting had been maintained. During troubleshooting, no time/date reset was noted in the pump history or on battery removal. The reporter stated that the health care provider made settings adjustment to the basal rate before/after the event. This complaint is being reported because customer support determined user error caused the time/date issue, resulting in a reportable hypoglycemic event while the patient was on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 04/05/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: review of the black box data for the date of the alleged event had been overwritten due to continued use of the device. The black box data begins on (B)(6) 2016. The available data revealed a manual time change on (B)(6) 2016 from 14:43 to 13:43. The daily insulin delivery totals correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within the required specifications. There were no errors, alarms or warnings during the investigation. A timekeeping accuracy test was performed; the pump was able to maintain the time/date settings with accuracy. Investigation did not duplicate complaint; the pump information associated with the complaint was overwritten.